Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm2) was working backwards. The customer stated that they attempted to reseat the instrument, reseat the sterile adapter, and swapped the endoscope orientation but the issue persisted. The customer stated that they had troubleshooted and continued the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) asked the site to do additional troubleshooting, but the clinical sales representative (csr) stated the site was unable to at the time. The field service engineer (fse) followed up with the csr who stated that the issue was resolved after reseating the endoscope. The csr stated the issue was probably from an upside down 30-degree endoscope causing the inverted image. Issue has not returned since the initial occurrence. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes/fse follow up, the system issue was due to the endoscope being installed incorrectly.